Event description:
During review of programming history available in the in-house database, it was observed that a faulted systems diagnostic test occurred on (B)(6) 2009 which changed the patient's settings to unintended parameters. The settings were all reprogrammed on this clinic visit and a final interrogation was performed, but the off time was inadvertently not corrected to the correct parameter. Prior to the faulted test, the off time was set at 1.8min, and it was corrected to 180min. As a result, the patient was not receiving efficacious settings. No other anomalies were observed.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently did not include that this is a 30 day report.

Manufacturer narrative:
Analysis of programming history.

Event description:
Clinic notes were received. On the office visit on (B)(6) 2009, the patient was reported to have an significant increase in seizures from one every three to four days in the last one and a half months to have at least four seizures per day. Both the normal and magnet mode output current was increased. The physician reported in the notes that the off time was 180 minutes when it should have been 1.8 minutes. The faulted system diagnostic test on (B)(6) 2009, which was observed in the in-house database previously caused the patient being set at unintended settings. The faulted diagnostic results were misinterpreted for the battery being "burned out." Therefore, the patient was referred for generator replacement due to suspected "end of service" as a result which occurred on (B)(6) 2009. The generator was returned for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications, and the device was not at end of service. Follow up with the physician's office on (B)(6) 2012, revealed that the increase in seizures was likely related to the patient's device not being at intended settings. The misinterpretation of the diagnostic results led the physician to refer the patient for generator replacement due to end of service.